Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had been admitted to the hospital with oversensing and noise on rv lead. The lead was capped and replaced.